Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced emotional distress and product problem. Furthermore, it was also reported that the plaintiff died. It was reported that the cause of death was relapsed non-hodgkins lymphoma, s/p allogeneic bone marrow transplant and s/p autologous bone marrow transplant.

Manufacturer narrative:
Lawyer-filed report.